Event description:
During cataract surgery, the ultrasonic handpiece became clogged. The ort was unable to clear the orifice and troubleshooting steps were unsuccessful. All devices, including disposable devices and the infinity machine x3 were changed with no success. The sales rep was called for stat technical assistance. He suggested the same troubleshooting steps that had been implemented. On the 4th, attempt to correct the problem, the ultrasound machine functioned properly. Dr was then able to complete the procedure. The alcon sales rep came to the surgery center and we checked each infinity machine x3 and verified that the settings were correct and that the disposables were functioning. No problems could be reduplicated. I requested that the sales representative be present for dr's cases next week.